Event description:
It was reported that the patient with this artificial urinary sphincter (aus) developed erosion approximately two months after implant, which led to a surgical intervention. During the procedure, the aus was explanted and not replaced, a catheter was inserted, and the patient was treated with antibiotics. No additional patient complications were reported.

Manufacturer narrative:
There was no device available for analysis and there was no report of a device performance allegation during treatment. The reported patient symptoms are known risk associated with implants of these device as indicated in the instructions for use (IFU). The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that the patient with this artificial urinary sphincter (aus) developed erosion approximately two months after implant, which led to a surgical intervention. During the procedure, the aus was explanted and was not replaced, a catheter was inserted. The patient developed a urinary tract infection that was treated with intravenous antibiotics, it was indicated that the physician believed there was a causal relationship between the device and the infection. It is believed that there is also a causal relation with the surgical tools. A posterior scrotal fistula further identified, which is related to the device and was treated with medication. No additional patient complications were reported. Additional information reported that the patient will not be implanted with a new aus as they have withdrawn from the study.

Event description:
It was reported that the patient with this artificial urinary sphincter (aus) developed erosion approximately two months after implant, which led to a surgical intervention. During the procedure, the aus was explanted and was not replaced, a catheter was inserted. The patient developed a urinary tract infection that was treated with intravenous antibiotics, it was indicated that the physician believed there was a causal relationship between the device and the infection. It is believed that there is also a causal relation with the surgical tools. A posterior scrotal fistula further identified, which was reported to be potentially related to the device. No additional patient complications were reported.

Manufacturer narrative:
There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms are a known risk associated with implant of these devices as indicated in the instructions for use. Based on the information available, conclusion codes of known inherent risk of device and cause not established were assigned to this investigation.

Event description:
It was reported that the patient with this artificial urinary sphincter (aus) developed erosion approximately two months after implant. This led to a surgical intervention. During the procedure, the aus was explanted, and a catheter was inserted. The patient developed a urinary tract infection that was treated with intravenous antibiotics; it was indicated that the physician believed there was a causal relationship between the device and the infection, as well as between the surgical tools and the infection. A posterior scrotal fistula, related to the device, was identified. The fistula was treated with medication. No additional patient complications were reported. No new aus will be implanted. The event has been classified as resolved.